Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system did not achieve ready state due to an electronic failure. The issue was resolved with the replacement of the interface cable, breakout panel, and x-ray relay. The imaging system then passed the system checkout and was found to be fully functional. The breakout panel was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. Visual inspection confirmed electrical overstress on lemo at the line filter pin. The continuity remained to be good. Analysis found that the reported event was related to an electrical issue. The interface cable has been returned to the manufacturer, however, analysis has not been completed. The x-ray relay has not been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the umbilical cable was having difficulties physically connecting to the mobile view station (mvs). The site attempted to take a spin, but the spin stopped halfway through and the connection point of the interface cable experienced a short. The system displayed a "frame rate too high" error and then shut down. The procedure was completed without the use of the imaging and navigation systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The site reported that earlier in the day, when moving the system, they had issues connecting the umbilical cable. It was connected and working fine earlier, but after disconnecting to move the system, the connector wouldn't seat into the gantry side completely. It was reported that they had to force the cable a bit to get it to go into place.

Event description:
Additional information was received. It was reported that the x-ray relay was missing from the system and needed to be installed.

Manufacturer narrative:
Device evaluated by MFR: the interface cable was returned for analysis. Analysis found that the reported issue was confirmed. When it was attempted to take a spin the spin would stop halfway through and the connection point for the umbilical point began to spark. It threw the error "frame rate too high" and then shut down. Visual inspection showed signs of electrical over stressed on lemo port. Analysis reported that the connector was damaged. H6: fdm 10, fdr 120, and fdc 4307 pertain to the interface cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.